Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect intact pth, ln 08k25-20, that has a similar product distributed in the us, architect intact pth, ln 08k25-27. Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Event description:
The customer stated a physician questioned two architect ipth as being higher than expected. Patient (B)(6) generated a result of 87.5 pg/ml (no previous results) and patient (B)(6) generated a result of 68.8 pg/ml (previous result of 55.2 pg/ml generated in (B)(6) 2012). The customer uses a normal reference range of 15.0 - 68.3 pg/ml. No retest results were provided. Quality controls were within range but external controls were higher than usual. There was no adverse impact to patient management reported.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.